Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons required multiple button presses to elicit a response. It was noted that the rubber keypad was torn and missing over the ok button and that the tactile changes occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast, ok and down arrow buttons had intermittent response. The up arrow button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the button contacts on the up arrow, down arrow and ok buttons.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently responsive; the up arrow responded appropriately. There was evidence of contamination found under all keypad contacts; the up arrow, down arrow and ok contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.